Event description:
During a cholecystectomy procedure, handle came off from the main body. Adhesion of the handle was not complete. Another device was used to complete the case. There were no adverse consequences to the patient.